Manufacturer narrative:
This report is filed on june 09, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient experienced poor performance with device use, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.